Manufacturer narrative:
The cause of death on the death certificate was listed as hemolytic anemia. An autopsy was performed and the cause of death was "inconclusive". An onsite clinical investigation was performed and gambro has found no evidence to suggest that this device caused or contributed to this event. This event is being reported as per gambro policy: all cases of pt's death within 24 hrs after end of the treatment are considered reportable regardless any involvement of a gambro device. This is an initial report. If we receive add'l info that changes the results of this report, a follow-up report will be submitted.